Event description:
Pt had implants put in 1997. In 10/2005 I started having problems breast started hurting; both breasts. They got hard and smaller. Brown stuff started coming out breast very painful. I went to the FDA. I spoke to investigator, told him what was going on. Told him I want to make a report. He said I will receive that report in mail. I went back up to FDA 7th times asked for the report, never got it. Called him. He never called me back. Would not give me the report. This all took place in 12/2005. Since then 2/14/06 I had a pain in my chest, rushed to hospital. They said I was having heart attack, heart hurts, fatigue headaches, back ache. I have found out that the implants are devices and that therefore is a "mico" chip in breast. Drs say that it needs to get out.